Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of elective endovascular aneurysmal repair for abdominal aortic aneurysms in jordan janho e. J , rashaideh a. M, shishani j, jalokh m & haboub h vascular specialist internationalist 2019;35(4):202-20 https://doi.org/10.5758/vsi.2019.35.4.202. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent & non mdt stent grafts were implanted in patients in the endovascular treatment of infra renal abdominal aortic aneurysms. The aneurysm were 64mm in diameter on average. The following malfunctions were observed; type ia, ib ii, iiia endoleaks, migration the following adverse events were observed; dissection, occlusion, hematoma, infection, thrombosis, fistula, rupture, thrombosis, ischemia & re-intervention. Patient deaths were reported but there is no causal link that an mdt stent graft caused or contributed to these deaths.